Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no issues noted. Upon attempting to power on the cycler, the screen remained blank. A visual inspection of the inverter board identified that there was a burnt coil. A voltage test was performed and failed. An internal inspection of the device was unable to identify further discrepancies with the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon conclusion of the evaluation, the reported issue of a blank screen was confirmed and the cause was determined to be a burnt coil on the inverter board. The cause of the burnt coil is unknown. The part was replaced and the cycler was refurbished. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a liberty cycler displayed a blank screen during the setup phase of peritoneal dialysis therapy. The issue was discovered when the cycler was powered on for therapy. During troubleshooting, it was verified that the power cord was fully connected to the cycler and the power outlet. Upon attempting to repower the cycler, the keypad lit up but the screen remained blank. The technical support representative advised the patient to discontinue use of the cycler and the patient completed therapy using manual supplies. The cycler was returned and during evaluation it was identified that the inverter board had a burnt coil. The cause of the burn was unknown. The patient was not connected to the device at the time the issue occurred. A replacement cycler was provided to the patient. Additional information was requested but was unavailable.